Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was ejected from the cartridge with the haptic first during a cataract surgery. This caused a capsular tear, needing vitrectomy and removal of the lens during the initial procedure. The surgery was completed using another lens. The patient experienced a corneal edema that improved after 15 days. Additional information received stated that the patient was implanted during the same surgery with other lens and no other surgery was performed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. It is unknown if the approved viscoelastic was used. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues.